Event description:
Customer's mother called to report the pump shut off by itself and the batteries were not lasting. It was stated that the device did not respond promptly to the button press, and when the select button was pressed, pump had a full segment display. Additionally, customer was ot comfortable with the pump since pt was in the hospital for low bgs two weeks prior to the call, and it could not determined if it was pump related. Customer reverted to back up plan.